Manufacturer narrative:
The cause of access site bleeding was not determined due to insufficient clinical details. The cause of hemolysis was most likely patient condition based on clinical, log review. The cause of positioning issue was not determined due to inconclusive evidence from clinical. The pump passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient implanted with an impella cp encountered multiple complications. The patient's urine was noted to be red. The positioning of the pump was checked and the device was found to be facing towards/against the mitral apparatus. The urine cleared several hours following repositioning. Two days later, the patient began to bleed from their access site. Manual pressure was held and three units of blood were transfused to treat the bleed. The dressing was adjusted and angle matching was achieved at the site to resolve the condition. After another two days of support, the pump was once again found to be directed towards the mitral valve. The doctor opted to leave the pump in the suboptimal position while decisions were made on the plans for the patient. Due to the patient's underlying poor condition, the patient's family made the decision to withdraw care. The patient passed away following explant. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
A.5 and a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿